Manufacturer narrative:
Visual analysis was performed on the returned device. The reported separated handle halves were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The absolute pro instruction for use instructs: holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent.¿ although inadvertently over-tightening the non-abbott stopcock to the luer may have contributed to the handle halves separating, the user has already acknowledged the deviation and how it contributed to the event. The investigation determined that the reported difficulties were user related. The handle halves separating was the result of inadvertently over-torquing the non-abbott stopcock to the luer of the absolute pro handle causing the handle halves to separate when attempting to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a left superficial femoral artery. Post stent implantation of a 7x30mm absolute pro stent, the nurse inadvertently placed a stopcock on the luer lock connection of the absolute pro handle and when attempting to remove the stopcock, the handle broke in two parts. A new same size absolute pro was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.